Event description:
It was reported that during a post-implant check, it was noted that the atrial lead had dislodged. An attempt to reposition the lead was unsuccessful, and the lead was explanted and replaced.